Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to clinic after receiving inappropriate therapy due to oversensing while sitting at home. Lead was capped and replaced.